Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "one of the external 1.6amp slow blow fuses had blown". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A device history review was performed, finding that during the manufacturing of this device, the pump experienced a failure code of 520:300. The channel a printed circuit board was changed and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "one of the external 1.6amp slow blow fuses had blown" was confirmed by the customer. The root cause was assigned to a blown fuse. The fuses were replaced by the customer and the condition was resolved. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The customer is not sending the device to baxter for evaluation or repair as they will be self-servicing the device at their facility. A follow-up report will be filed if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.